Manufacturer narrative:
Facility name continued - (B)(4). This event occurred in (B)(4). (B)(4).

Event description:
The customer complained that "all" patient samples run between 7:00 a.m. And 10:00 a.m. Tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on the cobas 6000 e 601 module were < 3 ng/l with a data flag. The customer did not believe the results since some of the patients had higher results when they had been tested for troponin t hs stat previously. The customer repeated the samples on a 2nd cobas 6000 system where the initial results of < 3 ng/l with a data flag were identified as being erroneous. The erroneous results were not reported outside of the laboratory. The customer did not provide the actual repeat results, only that the repeat results were higher and that erroneous results were identified. This information was requested but could not be provided. The customer indicated that quality control (qc) results were also accompanied by a data flag. No adverse event occurred. The troponin t hs stat reagent lot number was 176452. The expiration date was not provided. The field application specialist (fas) and the field service representative (fsr) checked the instrument. The sample probe was partly blocked and was replaced. Two bottles of preclean wash were half-used which is not common. These two bottles were replaced. The customer re-calibrated and repeated qc along with the patient samples. All results were acceptable. The investigation stated that the blocked sample probe identified by the fas and fsr explains the erroneous results. It is not known why the pre-clean bottles were half-filled. The blocked sample probe can be caused by clots in the sample material or due to incorrect maintenance. After the service visit the instrument worked according to specifications and no further issues were reported.